Event description:
Piece of metal fell off the machine. Incident: a small, flat, metallic part fell off the overhead arm supporting the injector, and struck a patient. The overhead arm was (likely) manufactured in or before 2006 by mavig. There was no harm to the patient or caregiver as a result of the event. The regional service technician identified the relatively small metallic part as a flat spring steel guard, designed to protect the mavig extension/spring arm's active joints from becoming a pinch-point. Service replaced the broken mavig extension/spring arm (241063) & mavig j-bow arm (241079) to repair the issue. Note: both the extension/spring & j-bow arms were replaced due to the individual pieces being bound together, therefore difficult to separate after long-term use. After the repair, service verified operation according to test and inspection data checklist (844113). Since the injector was fully functional and met manufacturer's specifications, it was determined acceptable for use. A search of complaint history indicated no similar issues with this unit.